Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The evaluator experienced the device to cycle on/off when plugged in. Visual inspection found fluid intrusion as cause for the reported issue. The module was deemed unserviceable due to the fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module would cause the pump to cycle on and off when plugged in. There was no known patient injury or medical intervention associated with this event. No additional information is available.